Manufacturer narrative:
Corrected data: in initial report, the manufacturing date was incorrect; therefore, it has been corrected in this supplemental report. The following field was updated accordingly: device manufacture date: (B)(6) 2008 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with diffuse lamellar keratitis (dlk) stage 2 in right eye and stage 2-3 in left eye. The topical steroid dosage was increased and a flap lift and rinse was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of transient light sensitivity syndrome. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op: 20/20, -.75 x .00 x 90. Left eye pre-op: 20/20, -.50 x -.75 x 106. This report is for the intralase laser. A separate report is being submitted for the visx laser.